Event description:
The screw cup loosed and the double rod slided after surgery. The doctor required to check the products' quality. The pt is only (B)(6). He has already had the second surgery.

Manufacturer narrative:
Additional items returned with this complaint. Xia ti 4.5 monoaxial screw dia 4.0x30, lot # 10d846, 10c331 and 105185. Xia ti 4.5 blocker, lot # zlz, we7 and zuh. Xia ti 4.5 ta6v long rod dia 4.5x480, lot# uc7. Method: complaint history analysis, risk assessment, manufacturing record review and visual inspection. Results: there have been 5 previous issues similar to this event for xia 4.5 products. A manufacturing review was done for all the parts and no deviations were noted. The rod was returned in 2 fragments and showed indentations from bending but did not show any marks from final tightening or a rod sliding in a locked construct. The returned screws showed no deformity and lacked any wear signs from final tightening. The returned blockers showed modest deformation with one blocker displaying a potential dissymmetric load. In this case the rod slippage required a revision surgery. Conclusion: when this type of construct is final tightened there are usually certain wear marks or indentations left on the product. Some of these are lacking in this case. Hence the construct was most likely not completely final tightened.